Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure in 2006. It was reported that after the device was removed from the pt, it was noticed the pebax coating was scratched. The "core wire was not broken. A fragment [of the coating] was observed inside the duodenum and it was retrieved by the suction of the scope. It was unk if all of the fragments were retrieved." It is not known if the procedure was completed. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.